Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a loud cuff leak, and it was recognized that the pilot balloon was resting on the patient¿s chest and not connected to the tracheostomy tube. Airway emergency was called, and the team presented to CT scan and orally intubated the patient. There was patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.